Event description:
It was reported that the 9900 system had an intermittent motion error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface joystick and the ps4 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.